Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. The fse reported that, the initial investigation proves display flickers when unit is powered on and while pumping on a balloon with patient simulator. After tapping the back of the display, the flickering goes away, but after about a minute, it returns. To fix this issue, the fse replaced the unit's display and the flickering has gone away completely. The fse then, ran unit for an hour and a half with no display failures. The unit passed all functional, safety and electrical tests to factory specifications. The iabp was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) display was flickering. There was no patient harm and no adverse event was reported.